Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("patient complained of pelvic pain") and autoimmune disorder ("autoimmune issues") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and arthralgia ("joint pain"). Essure treatment was not changed. At the time of the report, the pelvic pain, autoimmune disorder and arthralgia had not resolved. The reporter considered arthralgia, autoimmune disorder and pelvic pain to be related to essure. The reporter commented: physician and insurance have agreed to do a hysterectomy and will be scheduled in (B)(6). Diagnostic results: numerous testing and nothing conclusive found. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc (product technical complaint). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.